Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at the time of incident was 520 mg/dl and 300 mg/dl. Customer treated with insulin shot. Customer had contacted their doctor regarding the high blood glucose. Customer was alleging the insulin pump of under delivery. Insulin pump will not and reservoir will be returned for analysis.